Event description:
It was reported that during a coronary stenting treatment procedure, reduced blood flow occurred. The 90% stenotic lesion was located in the moderately tortuous mid left anterior descending artery. After the physician deployed a 3.0x24mm liberte stent in the lesion there was a reduction in blood flow. The physician advanced a 2.0x15mm apex balloon to the implanted stent, but was unable to cross. The device was removed. Before the physician introduced a second balloon, the blood flow improved. The cause of the event is unknown, but in the physician's opinion it is not felt to be related to the stent due to the location of the reduced flow. The patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown; therefore the manufacturing records for the complaint device can not be reviewed. If any further relevant information is received, a supplemental medwatch will be filed. (B)(4).